Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a diagnostic anomaly resulting in unavailable battery data was observed on the device. The device was re-interrogated based on abbott technical support's recommendation, however, the battery data was still missing. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.